Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the healing collar did not assemble onto the implant.

Manufacturer narrative:
One healing collar was returned for investigation. Visual evaluation of the as returned product identified that the engaging threads were damaged. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.